Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® sst¿ had draw volume issues. No report of injury or medical intervention. No report of blood exposure to mucous membrane.